Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 (variable 3) was present in the device trace download due to broken trace at pin on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump failed the audio beep test. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they heard no audio from the insulin pump when running the test on it. The customer stated that when they ran the test, there was no beep from the insulin pump. The customer reported that they did not hear beeps when audio volume settings were saved. The customer was advised to revert to backup plan per the healthcare professionals instructions. The device will be returned for analysis.